Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported system error 322 was reproduced and confirmed through evaluation. This condition was determined to be caused by a failed lower auxiliary assembly. The lower auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set - loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported a spectrum pump had system error 322. It was also reported there was no patient involvement.